Manufacturer narrative:
6/13/97-supplemental report #1 submitted to FDA. Corrected codes enter in f10. (2357-patient code and 1607-device code) original codes were those supplied by the user facility. Please disregard the following event problem codes submitted on our initial report, 1845-eye injury, the patient did not suffer an eye injury as a result of this event.